Event description:
It was reported that patient notifier was triggered for low lead impedence on the ventricular lead placed in apex in a dependent patient. The device was reprogrammed on (B)(6) 2014 and the patient would be monitored.